Manufacturer narrative:
Evaluated one opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose of 447 mg/dl. He stated that he did a set change and that the blood glucose was brought down to 400 mg/dl. Nothing further was reported.